Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 9/20/2017 with the following findings: the black box and alarm history showed evidence of consecutive call service 088 alarms. The pump¿s ¿ez-prime¿ steps were performed correctly and no errors, alarms or warnings occurred during the investigation. The investigation was unable to duplicate the initial ¿call service alarm¿ complaint. The pump was opened and there were no defects found. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. The returned battery cap was undamaged and able to fit to the pump. The pump¿s cover was removed and there were no intermittent conditions found to the continuous glucose monitoring module or to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.